Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. It was reported the abbott care team called a patient who stated their ipg and leads were explanted on estimated date of (B)(6)2016 due to lead migration. The system was not replaced. The patient consented to further outreach from any abbott rep. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32661. It was reported that the patient experienced ineffective stimulation due to lead migration. In turn, surgical intervention was undertaken on (B)(6) 2016 wherein the entire scs system was explanted. No new products were implanted.